Event description:
The corail extraction kit (1458) in orthokit no longer has the extractor adaptor (B)(4). Thus reducing the kit to a scaled down moreland's cementless kit (orthokit 1402). The extraction adaptors supplied (B)(4) are not sufficient to remove a corail stem and actually cause a lot of damage to the neck section which reduces the validity of a post operative analysis of the prosthesis. Surgery time prolonged by one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.